Manufacturer narrative:
The device is returning to arthrocare for investigation. Once the device investigation and device lot history review are completed, a follow-up report will be provided.

Event description:
On (B)(6) 2010, the patient underwent an arthroscopic rotator cuff repair of the shoulder using a super turbovac with integrated cable arthrocare wand. During activation of the coblation in the shoulder joint, the plasma field extended around the tip of the device, causing excision to untargeted tissue. The subscapular tendon was damaged in the process. The subscapular tendon was already damaged prior to the procedure and was re-attached to the humerous with suture anchors, as was already planned. It was reported that there are no complications to the patient and no additional procedures will be needed to repair the area.